Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient and health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the motor stall had not been determined. The patient was the first to report the incident to her health care provider (hcp) who then forwarded the information to the rep. The patient stated that she was sitting down and watching television at home when the pump started alarming. The patient's name and address was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump alarmed. The company representative (rep) interrogated the pump, and it was confirmed the pu mp stalled at 7:46 then recovered at 8:53. The patient did not have magnetic resonance imaging (MRI) and no known magnet interaction with the pump. The technical service (ts) reviewed motor stall considerations and recommended they continue to monitor the pump.